Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12735. It was reported that the patient presented in clinic for a routine device check. High, high voltage lead impedance was noted. A chest x-ray was performed, and it showed that the ventricular and atrial leads were twisted. Twiddler¿s syndrome was confirmed. The ventricular lead was capped, and the atrial lead was explanted on (B)(6) 2019 without complications. Both leads were replaced with competitor leads. The patient was stable after the procedure.